Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone spine surgery. It was reported that CT scan was done per study protocol and small amount of lucency on the s1 screws. Does not represent pseudarthrosis currently. Should repeat non-study CT in 4months. Site related assessment: possible to plf grafting material, posterior fixation device and surgical procedure. Related to surgical construct and/or study procedure. Not related to interbody fusion device.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.